Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was received with case cracked behind the insulin pump at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a blank display and had a crack from the back to the battery compartment. The customer¿s blood glucose level was 150 mg/dl. The customer also reported that the reservoir lip ring was damage. The customer also reported that the insulin pump has cosmetic damage. The customer reported that the reservoir was able to lock in place when inserted into insulin pump but part fell out and they had to super glue the clear plastic. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.